Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned for analysis and performance data collected from the device was received and analyzed. The analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) was due to high battery impedance and was recorded on (B)(6) 2015, prior to explant. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had unexpected recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.